Event description:
The customer reported the unit alarmed during normal ventilation operation due to a motor controller adc and 3.3v supply failure. The customer reported the device was in use on a patient and there was no patient harm. As the device is out of warranty, the customer declined manufacturers service. The facility biomedical engineer reported the reported problem was resolved by replacing the motor controller pcb board, and the unit is back in service. The biomedical engineer reported they would not return the motor controller pcb board.

Manufacturer narrative:
Customer declined manufacturer's service.